Event description:
Pt was implanted with a ti single vector distractor on (B)(6) 2012. The surgeon attempted to remove the device in his office on (B)(6) 2012. The surgeon turned the distractor properly with the activation screwdriver 10 times to remove the distractor body from the proximal footplate and then used the t-handle wrench and turned 4 times correctly. The surgeon heard clicking noises while turning the t-handle wrench but could not disengage the distractor body from the distal footplate. The surgeon took the pt to the operating room on (B)(6) 2012 to remove the distal footplate and the screws. During the procedure the surgeon noticed the distractor body had disengaged from the clasp that is attached to the distractor body and mates with the footplate. The clasp was still mated to the footplate.

Manufacturer narrative:
Investigation is on-going; no conclusions could be drawn at this time. Review of the mfg records found no complaint related issues.